Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing after 162,908 joules and 15:53 minutes of use. It was noted that there were no stones in the prostate, and no courtesy error messages were received on the console. The fiber tip was found to be intact. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the glass cap. The metal cap exhibited moderate debris adhesion on the surface. The fiber was functionally tested using the hene (helium-neon) laser fixture. The testing found there were no signs of breakage along the length of the fiber. The control knob is attached and aligned with the fiber and can rotate the fiber. The fiber passed the connector segment verification test. The fiber was further tested on the forward firing fixture. The testing found that the rate of forward firing was below the threshold for potential patient harm.

Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing after 162,908 joules and 15:53 minutes of use. It was noted that there were no stones in the prostate, and no courtesy error messages were received on the console. The fiber tip was found to be intact. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.